Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level as the pump did not shut down or become unable to turn back on. Customer was instructed to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging successfully without further assistance required. Technical support also provided additional advice on best battery practices.